Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Force sensor test. Found in pump event history log. Calibration verification test was able to duplicate the reported problem during the test. The root cause of the reported issue was found to be normal wear with a combination of plunger cable disfunction. The pump is over 10 years old. Actions were taken to mitigate the reported issue: replaced plunger cable. UDI information is unknown.

Event description:
It was reported that the device was presenting with force sensor test error. No patient injury was reported.